Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cut tongue [tongue injury]. Cut tongue with damaged head [injury associated with device]. Replacement came apart in mouth, rotary brush came completely off [device breakage]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the rotary brush came loose on the oral-b dual clean brushhead. The brush head was discarded and replaced. The replacement brush head came apart in the consumer's mouth after one week of use. The rotary brush came completely off, and the consumer's tongue was cut by the damaged head. The case outcome was unknown. The consumer reported having used oral-b dual clean replacement brushes for at least four years and never had a problem. No further information was provided.